Manufacturer narrative:
One medfusion pump was received in good physical condition with no appearance of any physical damage. The event history log was reviewed and there was evidence of a primary audible alarm background test. The power up process was conducted and the reported issue was unable to be replicated. No physical or any other damage was found on the speaker or interconnect board. The speaker was replaced as a preventative measure. The force sensor, interconnect board and battery were also replaced.

Event description:
Information was received indicating that a smiths medical medfusion pump had a primary alarm failure. There was no patient involvement.